Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included attention deficit/hyperactivity disorder. Previously administered products included for an unreported indication: iron and multi-vitamin maintenance. Concurrent conditions included hearing loss (right ear) and anemia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) for attention deficit-hyperactivity disorder. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine enlargement, pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)."), cystitis ("infection: bladder infection"), vaginal discharge ("vaginal discharge"), uterine cervical metaplasia ("mild and chronic endocervicitis with squamous metaplasia"), cervicitis ("mild and chronic endocervicitis with squamous metaplasia"), metrorrhagia ("metrorrhagia"), adenomyosis ("adenomyosis"), uterine adhesions ("adhesions") and complication of device insertion ("physician accidentally dropped essure coil into uterus"). The patient was treated with and surgery (bilateral salpingectomy/total hysterectomy with essure successful removal and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, vaginal haemorrhage, vaginal discharge, uterine cervical metaplasia, cervicitis, metrorrhagia, adenomyosis, uterine adhesions and complication of device insertion outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the cystitis was resolving. The reporter considered abdominal pain, adenomyosis, cervicitis, complication of device insertion, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, uterine adhesions, uterine cervical metaplasia, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. On (B)(6) 2011, removal detail findings: normal tubes and ovaries with essure coils, boggy enlarged uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion, essure was placed and tubes were blocked. Pathology test - on (B)(6) 2011: surgical pathology report uterus: endometrium: late secretory phase endometrium. Myometrium: focal adenomyosis. Cervix: mild and chronic endocervicitis with squamous metaplasia. Uterine serosa: fibrous adhesions. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, adenomyosis, abdominal pain, cystitis, endocervical squamous metaplasia, metrorrhagia and uterine adhesions. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received- outcome of dysmenorrhoea, menorrhagia upadetd to recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included attention deficit/hyperactivity disorder. On (B)(6)2011, surgical pathology report uterus: - endometrium: late secretory phase endometrium. - myometrium: focal adenomyosis. - cervix: mild and chronic endocervicitis with squamous metaplasia. - uterine serosa: fibrous adhesions. Previously administered products included for an unreported indication: iron and multi-vitamin maintenance. Concurrent conditions included adhd, hearing loss (right ear) and anemia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) for attention deficit-hyperactivity disorder. On (B)(6)2007, the patient had essure (ess205) inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine enlargement, pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection: bladder infection"), vaginal discharge ("vaginal discharge"), uterine cervical metaplasia ("mild and chronic endocervicitis with squamous metaplasia"), cervicitis ("mild and chronic endocervicitis with squamous metaplasia"), metrorrhagia ("metrorrhagia"), adenomyosis ("adenomyosis"), uterine adhesions ("adhesions") and complication of device insertion ("physician accidentally dropped essure coil into uterus"). The patient was treated with progesterone (prometrium) and surgery (bilateral salpingectomy/total hysterectomy with essure successful removal and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the uterine perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, uterine cervical metaplasia, cervicitis, metrorrhagia, adenomyosis, uterine adhesions and complication of device insertion outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the cystitis was resolving. The reporter considered abdominal pain, adenomyosis, cervicitis, complication of device insertion, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, uterine adhesions, uterine cervical metaplasia, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. On (B)(6)2011, removal detail findings: normal tubes and ovaries with essure coils, boggy enlarged uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion, essure was placed and tubes were blocked. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, adenomyosis, abdominal pain, cystitis, endocervical squamous metaplasia, metrorrhagia and uterine adhesions. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events from pfs: abnormal bleeding (general) and physician accidentally dropped essure coil into uterus were added. Outcome of abdominal pain and pelvic pain were updated. Laboratory data was added, patient's medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iron and multi-vitamin maintenance. Concurrent conditions included adhd, hearing loss (right ear) and anemia. Concomitant products included progesterone (prometrium) for uterine bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine enlargement, pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection: bladder infection"), vaginal discharge ("vaginal discharge"), uterine cervical metaplasia ("mild and chronic endocervicitis with squamous metaplasia"), cervicitis ("mild and chronic endocervicitis with squamous metaplasia"), metrorrhagia ("metrorrhagia"), adenomyosis ("adenomyosis") and uterine adhesions ("adhesions"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy with essure successful removal). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, uterine cervical metaplasia, cervicitis, metrorrhagia, adenomyosis and uterine adhesions outcome was unknown and the cystitis was resolving. The reporter considered abdominal pain, adenomyosis, cervicitis, cystitis, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, uterine adhesions, uterine cervical metaplasia, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. On (B)(6) 2011, removal detail findings: normal tubes and ovaries with essure coils, boggy enlarged uterus. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, adenomyosis, abdominal pain, cystitis, endocervical squamous metaplasia, metrorrhagia and uterine adhesions. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics, historical drugs, concurrent conditions and concomitant medication added. Essure indication updated. New events perforation (uterus) with enlarged uterus, abnormal bleeding (menorrhagia), bladder infection, vaginal discharge, mild and chronic endocervicitis with squamous metaplasia, metrorrhagia, adenomyosis and adhesions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent hysterectomy to remove essure device). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.